Event description:
User used both tests in 2/pack kit and both tests came back negative. User proceeded to test on another brand and received positive tests on the other brand twice. Product used was from lot i2301009.

Manufacturer narrative:
Investigation was performed on product from the same lot and all products met specifications. Based on the testing results of product from the same lot, the covid-19 ag rapid test (lot i2301009) showed acceptable performance, and no false positive or false positive occurred during the whole 30 min when testing negative clinical samples, even some challenging specimens (very sticky, over-dose sample volume of swab).